Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to increased pacing thresholds. The pacing impedance measurements, shock impedance measures and intrinsic amplitudes were also decreasing. No additional adverse patient effects were reported.